Event description:
It was reported that the patient was in atrial fibrillation (af) and attempted to use the handheld patient activator to pace out of the af episode. The activator would not communicate with the implanted device. The patient had to go into the hospital and was shocked to get the heart rhythm back out of af. It was discovered that the activator was the incorrect type and would not work with the patient's implanted device. The correct activator was sent to the patient. There was no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.